Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse ordered a sample probe to be sent to the customer's facility then followed up with the customer to determine if any issues occurred. The g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of 15-august-2017, which included data from 15-july-2016 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under section 5.10 sample needle replacement - replace the sampling needle if it is bent or broken. The most probable cause for a broken sample needle was the sample needle was bent.

Event description:
On (B)(6) 2017, a customer reported that the sample probe was bent on the g8 instrument. The customer needed a new probe. The customer uses the instrument to run quality control and patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.